Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
The distributor contacted animas and reported segments of the display screen were missing. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
Follow up #1 submitted: 08/13/2013, device evaluation: the pump powered on with a clear, legible screen that was properly illuminated. No segments were missing. Investigation was unable to confirm or duplicate the complaint.